Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Further this lead was repositioned. Additional information received indicated that this rv lead was suspected to be dislodge as per x-ray showed slightly different. No additional adverse patient effects were reported.